Manufacturer narrative:
Evaluation summary: for analysis results. (B)(4). During a procedure, a foreign material was found inside the drip chamber, like a chip of the tube. The procedure was continued and completed with another tubing set. There were no patient consequences. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and a foreign material was found inside of the drip chamber. However, due to the quantity/mass size of the foreign material specifically observed, the identification of the type of material was not possible. Further analysis is required to address this issue; therefore, an internal investigation has been initiated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, it remains unknown the origin of the foreign material. Management is notified of failure analysis results using monthly complaint trend reporting. An internal investigation has been created to address this issue.

Event description:
During a procedure, a foreign material was found inside the drip chamber, like a chip of the tube. The procedure was continued with another tubing set. The procedure was completed with no patient consequences.

Manufacturer narrative:
(B)(4).